Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary drug eluting balloon to treat a lesion during a coronary interventional procedure. The device was being used to post-dilate a deployed stent as there was incomplete expansion of the stent. The nc sprinter was inflated to a pressure of 20 atm. It was reported that a balloon ruptured at the pressure of 20 atm. After retracting the pressure pump the balloon was withdrawn and it was found that the balloon was damaged, resulting in the damaged part of the balloon remaining in the patient's body. No further patient injury reported.

Manufacturer narrative:
Additional information: the nc sprinter coronary drug eluting balloon was being used to treat a lesion with 80% diffuse stenosis in the proximal and mid section of the left anterior descending artery (lad). The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was noted while advancing the device to the lesion but excessive force was not used. The device was not kinked and re-straightened during use. There was incomplete expansion of the non-medtronic stent. No inflations had been performed prior to the issue occurring. The device was not moved or repositioned while inflated. Resistance was not noted during withdrawal of the device. Part of the balloon detached. A snare was attempted to be used to remove the detached portion however it could not be removed and remains in the patient. The detached portion of the device was not removed from the patient. The balloon marker band was not removed. It was later reported that the sprinter was being used to post-dilate a deployed non-medtronic stent. The patient is reported to be healthy. Patient weight, gender and sex provided. Annex e code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.